Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported they were unable to charge. They cannot communicate with another device. Poor communication was reported on the patient programmer (pp). The patient was not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient had a successful recharge was 3 months ago. The reason for not charging was that the patient was in the hospital. The patient last tried to recharge a week ago. There was a possible overcharge. The patient mentioned a car accident and 3 back surgeries before having the implantable neurostimulator (ins). If additional information becomes available, a follow-up report will be submitted.